Event description:
It was reported to boston scientific corporation in 2006, that a cre pulmonary dilatation catheter was used in a stent placement procedure five days prior, (patient age, gender and weight are unknown). According to the complainant, the balloon popped while in the left bronchus. The procedure was completed with another cre pulmonary dilatation catheter. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Visual inspection revealed that the balloon was torn longitudinally. The device history record review confirms that this device met all material, assembly and performance specifications. The complaint description could be confirmed but the root cause of this complaint could not be determined.